Event description:
On (B)(6) 2025 the caregiver reported that the user experienced hyperglycemia with blood glucose (bg) levels of 330 mg/dl following a meal and supply change. The user monitored bg levels at home and by the following morning on (B)(6) 2025, the ilet corrected and brought bg levels back into range without need for manual injection or supply replacement. Bg was reported at 160 mg/dl. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.